Event description:
The customer observed falsely depressed carbon dioxide (co2) results generated on the architect c4000 processing module for a 70-year-old male patient. The following results were provided: (co2 assay reference range: 23-31 mmol/l) sid (B)(6) result = 10.8 mmol/l, repeat result with 1:2 dilution = <10.8mmol/l (the customer noted the sample was lipemic) blood gas hco3 result = 23 mmol/l next day result = 22 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Section e1 phone number complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.